Event description:
It was reported that during an unknown procedure, the device got completely blocked and didn't open even when the unlocking button is activated. The device didn't allow the opening of the anvil section, instead, the trigger is completely loose, the manual firing release lever does not work and the anvil opening button neither. Another like device with its ecr60g reload was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which trigger was loose? Firing trigger? Closing trigger? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? What were the patient's pre-existing conditions? Does the patient have any relevant history of surgical treatments? If so, what? How long has the surgeon been using this device for this procedure (in years)? Was there a recent conversion to ees devices in this account or with this surgeon? Has the device been reprocessed?

Manufacturer narrative:
(B)(4). Additional information: the non conformance was a different situation because the product was revised at the hospital and the results shows a lockout due to its safety system but not because the stapler had a failure. It was possible to demonstrate that the product was in perfect shape for use and that the lock out was due to its safety system.